Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 20 infusion sets adhesive since 17-apr-2024. The infusion set fell off during use. The infusion set was in use for maximum of 12 hours. The blood glucose level of the patient was 54-250 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 20.